Event description:
It was reported that the anesthesia system failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An investigation of the anesthesia system was performed by our field service engineer. The fresh gas pressure transducer pc board was found faulty and was replaced. It was kept by the customer. Therefore, no physical investigation could be performed. In addition to the replaced fresh gas pressure transducer pc board, a pilot valve was also replaced and also not returned. After successful testing, the anesthesia system was cleared for clinical use. A complete set of device logs was received. The test log shows that the fresh gas pressure transducer offset was outside the allowed limit on several occasions and thus failed the pressure transducer tests. We have not been able to determine why the a pilot valve was replaced and how the faulty valve affected the device. Based on the above, it is concluded that the pressure transducer test failed due to the zero pressure offset of the fresh gas pressure transducer was slightly outside the allowed limit on several occasions. We have not been able to determine the true cause of the reported issue. A correction of field # d1 brand name, # d4 version and model #, d4 unique identifier (UDI) # and h4 manufacturer date was needed. D1 ¿ brand name - previous brand name: flow-c, corrected brand name: flow-c anesthesia system. D4 ¿ version or model # - previous version or model #: flow-c, corrected version or model #: 6887700. D4 unique identifier (UDI) # was updated to (B)(4). H4 manufacturer date: corrected to 18/06/28.